Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and cursor were not aligned and the connection between the overlay and the xy board was reseated and the stylus calibrated. The hard drive was reconfigured and the software reloaded and updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user was unable to calibrate the programmer touch pen. The programmer was noted to need touch screen and pen calibration. The programmer was returned for service. There was no patient involvement.